Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had its smart pass feature disabled. Technical services (ts) was consulted and noisy signals were noted. Ts discussed bringing in the patient to reactivate the smart pass feature and further in clinic evaluation. At later date, this s-ICD system delivered one shock as inappropriate therapy due to t-wave oversensing. Technical services (ts) was consulted and noted the smart pass feature was disabled and discussed troubleshooting options. After troubleshooting was performed, smart pass was reenabled and the device was left on its primary sensing vector. This device remains in service. No additional adverse patient effects were reported.